Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced sudden shutdown during both implant and programming. It was speculated that it may be a connection issue between the power cord and the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment regarding a sudden shutdown, no faults were observed and no errors found in the parsing sheet. The power supply was to be replaced as a preventive measure. The link electronic module was reseated as a preventive. The missing stylus was replaced and calibrated. It was noted that the power cord bay latches were broken and that the hard drive performance was at less than 75% and the power cord bay and the hard drive were replaced and the hard drive reimaged. The electrical circuit boards and mechanical parts were inspected and the software was reconfigured, reloaded and updated. If information is provided in the future, a supplemental report will be issued.